Manufacturer narrative:
Intrument images were reviewed. The false negative reactions of the affected sample were observed. The capture-r positve control serum (weak), showed very weak reaction in cell 1 (1+) and cell 2 (2+). The customer was instructed to clean the washer manifold. The customer reported that the controls were reacting weakly and high variations between the different test batches were observed. A service visit was performed. The washer setting was verified as within specifications. The washer module was replace and the right probe was cleaned. The customer did not return samples for investigation testing.

Event description:
Customer reported unexpected negative reactions on galileo using capture -r ready-screen when testing a specimen containing anti-d. The antibody was detected when tested on another galileo.